Manufacturer narrative:
(B)(4). Insulin pump had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. The battery tube was also corroded. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Insulin pump also had cracked case at the corner of the belt clip rail and cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack at the back of the insulin pump on the left hand side starting from where the belt clip was up to the bottom. The customer also reported that there were a couple of drops of water under the screen. They also reported no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.